Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery for gastric cancer, the surgeon was able to press the green button but unable to squeeze the handle. Hence, the stapler would not fire. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Correction: f.10. Device codes: 1069, 1354. G.4. Date received by manufacturer: 2020-09-10.